Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's husband reported the hospitalization due to high blood glucose. The customer had a heart attack. The blood glucose reading was 543 mg/dl. Hospital treated with IV drip insulin. Caller stated that the infusion set was changed and nurse threw it away. Nothing further reported.